Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the upper thread of the unit was damaged. In addition, the unit arrived without the temperature control knob. Functional testing was performed and the unit passed all tests. The unit heated up on minimum 43 ¿c, medium 89.8 ¿c and maximum temperature 126.5 ¿c setting during testing. No functional issues were detected. Based on the investigation performed, the reported complaint of "unit has stripped threads" was confirmed. All aquatherm heater units are 100% tested at the manufacturing facility; therefore, it is unlikely that the issue found in the sample occurred during manufacturing. This defect would have been detected during the final inspection test. The probable cause of the damaged observed on the unit is listed as mishandling.

Event description:
Customer complaint alleges "the treads on the hudson rci aquatherm iii plus nebulizer are breaking." Alleged defect was detected during use. It was reported there was no patient injury or consequence.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. (B)(4) samples were taken from the current production. The samples were visually inspected, and the alleged issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the treads on the hudson rci aquatherm iii plus nebulizer are breaking." Alleged defect was detected during use. It was reported there was no patient injury or consequence.